Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence and urine leakage. The patient experienced pelvic pain, discomfort, leakage, pelvic cramps, generalized pain, urinary incontinence, stomach aches, bladder problems, bladder dropping and dyspareunia. The patient underwent anterior colporrhaphy using biologic mesh and transobturator tape, and suburethral mesh was implanted on (B)(6) 2012 as original implant failed. The patient needs to undergo a surgery to remove the mesh in the future as mesh was coming out. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.